Manufacturer narrative:
The insulin pump was received with a47 error alarm found in alarm history screen due to corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer received an unexpected restart alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.